Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking from a cracked pressure tubing at the connection to a maxzero during a hyperalimentation infusion, dosage and rate unspecified. The tubing was replaced and the infusion continued without incident; there was no report of patient harm.

Manufacturer narrative:
Additional information provided: d.4, & h.4. Correction on initial report: d.11.

Manufacturer narrative:
The affected product has been received, and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Correction e.1, initial reporter address.

Manufacturer narrative:
H6, conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a damaged tubing was not confirmed however the report of a leak was confirmed. Visual inspection of the set noted traces of dried medication within the tubing and the filter. There were no obvious physical damages or issues observed. Functional testing was performed and fluid leaked out from the filter vent. No other leaks were observed. The root cause of the report of a damaged tubing was not identified. The cause of the reported leak was a damaged filter vent membrane; the cause of the damage is unknown.